Event description:
International affiliate reports that revision surgery found a spinal rod was positioned at angle and did not exit the construct's set screw and radiused cap assembly. The surgeon implanted a new rod and caps to secure the construct.

Manufacturer narrative:
The device is not available for eval. Review of the device history record cannot be performed as the lot code is unk. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct is fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.